Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. The patient's implantable had exhibited a loss of radio frequency (rf) telemetry, which was unable to be restored event with the use of an inductive transmitter. Later, corrective programming changes were made to restore rf telemetry. No patient consequences were reported.